Event description:
On (B)(6) 2012, the patient claimed her blood glucose went as low as 23 mg/dl. Reportedly, her husband noticed she was sweating and woke her up. The patient was given juice raising her blood glucose to 131 mg/dl one hour later. The patient admitted that she did not understand the insulin on board (iob) featured on the insulin pump. She took a correction bolus insulin dose after eating dinner without taking into consideration the insulin on board for a blood glucose reading of 226 mg/dl. In addition, the patient did not check her blood glucose prior to bedtime. During troubleshooting, the animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to possible use error and because, she allegedly had symptoms and blood glucose of 23 mg/dl after she took insulin via the animas pump without compensating for the iob feature.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation showed that the black box begins on (B)(4) 2013. Due to continuous use of the pump, the black box data and histories for the event on (B)(4) 2012 have been overwritten. A review of the available black box and alarm history showed no errors or alarms associated with the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump was tested on a 29 hour flow test; the pump was found to be delivering accurately and within the required specification. The force sensor calibration was found not to be within specifications; the force sensor resistance was within specifications. Unrelated to the complaint, a review of the pump¿s black box revealed that the time and date had reset to factory default after pump reboots on (B)(4) 2013. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board had failed. The complaint was no able to be duplicated due to the pump information for the complaint date has been overwritten.